Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on (B)(6) 024. The infusion set was used for 4-5 hours for each event. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. The patient used cavilon durable barrier cream as adhesive aides at the area of insertion. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.